Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device after a percutaneous transluminal angioplasty of the superficial femoral artery. Reportedly, the starclose se introducer sheath hemostatic valve fell off the introducer. The valve was off of the introducer so pulsatile blood flow occurred. The physician had to exchange the introducer for an introducer sheath from another starclose device. The first starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. An exchange sheath from a starclose device was received with a loose hemostasis valve and a dilator. The sheath was undamaged and the proximal end was exposed (this would have a cap and hemostasis valve present). The loose hemostasis valve was examined and there was no damage observed. The dilator was examined. The dilator was normal, but had a sheath cap located at the connection point on the dilator hub. The cap was removed and examined. Some glue line was observed on one edge. There was no other anomaly observed. These observations does confirm that the cap detached from the hub when the dilator was attached. An analysis was performed on a returned exchange and the cause was due to a manufacturing nonconformity. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The similar complaint review did not detect a lot specific quality deficiency for the loose hemostasis valve issue and this occurrence is believed to be an isolated incident. Further assessment of corrective/preventive actions will be conducted per local site and department procedures as appropriate.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Used in a mildly calcified artery. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.